Manufacturer narrative:
(B)(4). Stroke and death may occur during this type of procedure and as listed in the xact instructions for use. Stroke and death are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the reported event.

Event description:
Adverse event (ae): stroke, death. Time of ae: post procedure. Device issue: none. It was reported via trial that 32 days post successful stent implantation in the right internal carotid artery, the patient was hospitalized on (B)(6)2010 for dizziness and disorientation, diagnosed as a possible stroke. The patient died the following day. The cause of death is currently unavailable. Though requested no additional information was available.